Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6b: explant date: not applicable, as lens was not not explanted. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that eyhance toric intraocular lens, model diu225 with a power of 16 diopters , was implanted in a patient¿s right eye. During the post-operative examination, 1.5 diopters of toricity remained, with no rotation of the lens observed. No further information provided. Additional information received on (B)(6) 2026, the rotation procedure was done and the visual outcome was good and as per expectation of the patient.